Event description:
The pump was returned for service by the facility's biomedical engineer. During service a failure code was found in the device's event history. The biomed reports to baxter qm that they had no report of any patient injury or medical intervention related to this pump. It is not known if the device was in use on a patient at the time the failure occurred. Details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.